Event description:
It was reported that there were concerns that this pacemaker exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) reviewed the reports and stated that it could potentially be the ventricular pace was falling into blanking or loss of capture (loc). Ts provided potential following actions. The device remains in use. No adverse patient effects were reported.